Event description:
Caller reports lancet is protruding from multiclix device cap. No adverse event reported. A request was made for the return of the product, replacement was sent.

Event description:
In this event it was reported that a pt's lip swelled after using nupro prophy paste; there is no indication that intervention was required as a result.

Manufacturer narrative:
The event occurred in (B)(6).